Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was not detected on bus. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 was not detected on the bus. A field service engineer tested the drawer in hardware test application and found the drawer was greyed out. Subsequently, the engineer turned off the station, ensured that all cables and connections within the drawer were secure, and then powered the station back on to resolve the issue. After restarting the station, all tests were successful. The system functioned as intended after the field service engineer repaired the device.